Event description:
The report from the afiliate indicated that during a pci procedure, the cypher stent was noted during coronary angiography to have an uplifted proximal stent strut. The target lesion was the proximal left anterior descending (lad) artery. The lesion was reported to be: a 99% stenosis, slightly calcified, and slightly tortuous. The lesion was pre-dilated with a maverick balloon. While deciding on the positioning of the cypher stent, the stent strut was noted to be flared. The system was removed successfully. Ptca was done to complete the procedure successfully. There was no reported patient injury or mention of any additional product problem. The physician's comment was that a product defect was suspected.

Manufacturer narrative:
There was no report of any friction/resistance by the physician during delivery to the target lesion or during withdrawal of the cypher stent from the patient. It is not known when negative pressure was applied. Contrast was not used. One of the proximal stent struts was noted to be flared by approximately 90 degrees post-produre. No additional information is available. Please note that device is distributed outside the united states. However, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.